Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise. Technical services advised some programming options. The device sensing vector is now reprogrammed but the smartpass feature will not turn on. Later, it was reported that the patient had multiple inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. It took several shocks to slow the rhythm. The device sensing vector had recently been changed to primary. Technical services advised to discuss the low intrinsic amplitude with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the product has been abandoned and replaced with a trans-venous system. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. Technical services advised some programming options. The device sensing vector is now reprogrammed but the smartpass feature will not turn on. Later, it was reported that the patient had multiple inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. It took several shocks to slow the rhythm. The device sensing vector had recently been changed to primary. Technical services advised to discuss the low intrinsic amplitude with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been abandoned and replaced with a trans-venous system. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. Technical services advised some programming options. The device sensing vector is now reprogrammed but the smartpass feature will not turn on. Later, it was reported that the patient had multiple inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. It took several shocks to slow the rhythm. The device sensing vector had recently been changed to primary. Technical services advised to discuss the low intrinsic amplitude with the physician. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that the product has been abandoned and replaced with a trans-venous system. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise. Technical services advised some programming options. The device sensing vector is now reprogrammed but the smartpass feature will not turn on. Later, it was reported that the patient had multiple inappropriate shocks due to oversensing of noise via reduced intrinsic amplitudes. It took several shocks to slow the rhythm. The device sensing vector had recently been changed to primary. Technical services advised to discuss the low intrinsic amplitude with the physician. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.